Manufacturer narrative:
The device was not returned to the MFR for analysis. The plant investigation is in progress. Medical records have been requested and a post market clinical investigation will be performed upon receipt of the medical records. A supplemental medwatch report will be submitted upon completion of the investigation (s).

Event description:
A peritoneal dialysis (pd) pt contacted technical services on (B)(6) 2015 reporting drain complication and slow drains during dialysis treatment. F/u was made with the pd pt's clinic registered nurse (rn) who stated the pt reported fibrin and cloudy effluent observed in the drain line and was requested to visit the clinic on (B)(6) 2015 for culture and evaluation. The nurse stated the pt was diagnosed with (B)(6) on (B)(6) 2015, without allegation of device malfunction. The nurse stated the infection was attributed to touch contamination, where the pt had breaks in technique and sterility, and indicated the pt did not practice aseptic technique during treatment, the pt did not do a mask. There were no reported fluid leaks during treatment prior to infection. The pt was not hospitalized for the episode of peritonitis and was treatment in-clinic and administered and unk dose, route, and frequency of vancomycin and gentamicin. As of 08/04/2015, the pt continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue, the signs and symptoms of peritonitis resolved, and the pt continued taking an unk dose, route and frequency of vancomycin and gentamicin for the next three weeks. Medical records were requested.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Medical records confirm that the patient experienced staphylococcus haemolyticus peritonitis on (B)(6) 2015. The pdrn reported the infection was attributed to touch contamination. The patient was treated with vancomycin and gentamicin. As of (B)(6) 2015, the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue, the signs and symptoms of peritonitis have resolved, and the patient will continue taking an unknown dose, route, and frequency of vancomycin and gentamicin for the next three weeks. Based on the type of infection and pdrn report the event was most likely be caused by the patient's breach in aseptic technique, not fmc products. The device was not returned to manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, materials, and process controls were within specification.